Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "Customer called back stating that the pulse oximeter probe got so hot that it burned the pt first degree burn. A finger probe was placed on the pt and it was on for 15 minutes. It got too hot and she complained. They swapped out the finger probe and it got hot again. They used the finger probes on a different cephalo amplifier and it did not get as hot. An incident report was generated by the lab and moved the pt do a different bed."

Manufacturer narrative:
On (B)(6) 2011, carefusion sent an e-mail to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(6) 2011, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The alleged faulty cephalo amplifier, nonin ext cable and nonin pox flex probe were received by carefusion on (B)(6) 2011, routed to the carefusion failure analysis lab and staged for eval. Once the evaluations are complete, a f/u medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.